Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of angina is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that on (B)(6) 2024, the patient, with a history of coronary artery disease and non-st elevation myocardial infarction had one xience skypoint (2.75x38 mm) stent implanted. On (B)(6) 2024, the patient was re-admitted with chronic ischemic heart disease and unstable angina. Percutaneous transluminal coronary angioplasty of the stent was performed. Patient discharge to home on (B)(6) 2024. There was no adverse patient sequela. No additional information provided.